Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Customer stated that red light was flashing on the back arrow button. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that an alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. Troubleshooting was performed; however; the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.